Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips associated with the event for evaluation. The contour next control solution associated with the event was not returned. Therefore, an in-house testing was performed with the returned meter, returned test strips and in-house contour next control solution from lot # 3bv2g10, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he ran control tests with the contour next one meter and obtained readings of 147 mg/dl at 6:52 a.m. And 242 mg/dl at 6:59 a.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.